Event description:
Customer reported noticed rapid changes on the reading of the insulin pump. Customer's blood glucose was 153mg/dl and sensor reading was 74 mg/dl. Customer has had the sensor in for 12 hours. Troubleshooting was performed. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.